Event description:
Customer reported that during cardiosave intra-aortic balloon pump (iabp) therapy, first issue was a message of fiber optic module failure and hemodynamics were dashes. Customer tried several times to re-insert fiber optic cable but calibration failed. At first no other pump was available so they tried using c.l. Which had a flush hook-up but had clotted off. Meanwhile they attempted to get another iab from a sister hospital. Subsequently, customer called getinge dispatch to get in touch with the field service engineer covering the area to make arrangements for a loaner iabp unit. Getinge representative then called the customer back and they confirmed getting a second pump which also displayed the fiber optic sensor failure message. Customer later called four days after the reported failure and left a voicemail advising that the patient had expired and they were unable to retrieve the intra-aortic balloon catheter (iabc). The patient's death is not attributed to the iabp. This report is for the second iabp used. The first iabp used was reported under 2249723-2020-01709 and the iab catheter was reported under 2248146-2020-00528.

Manufacturer narrative:
Updated fields: h6 (evaluation codes).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The fse evaluated the intra-aortic balloon pump (iabp) and was able to see several fiber optic failure messages in the internal logs. The fse tested the fiber optics several times but was unable to duplicate the reported issue. The fse spoke with the perfusionist on the phone who reported the complaint, and he stated that once he noticed the alarm, he swapped out the iabp with a different cardiosave. The fse examined the other cardiosave ((B)(4)) internal logs, and found several "fos continuous bit failed" messages. Due to the alarm/message generating in two machines, and not being able to duplicate any alarms on the original machine, the fse determined no parts need replacement. The fse determined the iabp alarm followed the balloon catheter issue, which is no longer available for inspection. The unit passed all tests to meet factory specifications and was returned to the customer for clinical use.

Event description:
Customer reported that during cardiosave intra-aortic balloon pump (iabp) therapy, first issue was a message of fiber optic module failure and hemodynamics were dashes. Customer tried several times to re-insert fiber optic cable but calibration failed. At first no other pump was available so they tried using c.l. Which had a flush hook-up but had clotted off. Meanwhile they attempted to get another iab from a sister hospital. Subsequently, customer called getinge dispatch to get in touch with the field service engineer covering the area to make arrangements for a loaner iabp unit. Getinge representative then called the customer back and they confirmed getting a second pump which also displayed the fiber optic sensor failure message. Customer later called four days after the reported failure and left a voicemail advising that the patient had expired and they were unable to retrieve the intra-aortic balloon catheter (iabc). The patient's death is not attributed to the iabp. This report is for the second iabp used. The first iabp used was reported under 2249723-2020-01709 and the iab catheter was reported under 2248146-2020-00528.